Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and had blank display. The customer¿s blood glucose was 4.4 mmol/l at the time of the incident. The customer inserted a new battery and the display returned. Customer was advised to remove the battery and reinsert it after cleaning the battery cap. The display did not return after reinserting the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.